Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2006 the patient presented with pre-operative diagnoses of lumbar spondylolisthesis/disk herniation/di scogenic pain and degenerative disk disease. The patient underwent l4 and l5 laminectomy; bilateral l5-s1 facetectomy; left-sided l4-l5 facetectomy; l4-l5 discectomy; inspection of l5-s1 disk space; l4-l5 syn-cage interbody arthrodesis/fusion with local autograft/infuse (bmp); l4 through si clickx pedicle screw segmental fixation/fusion with local autograft/infuse intertransverse fusion; reduction of spondylolisthesis; fluoroscopic visualization and interpretation procedures. Operative indications: the patient has history of progressive and intractable axial back pain/discogenic pain/radiculopathy associated with the spondylolisthesis, and positive diskography at l4-l5, above the spondylolisthesis. Per op notes, at l4-l5, after distraction was performed, the doctor performed a diskectomy thoroughly, and thisdisk was quite degenerated, and soft. The surgeon was able to remove disk material with a variety of curettes and rongeurs, and then decorticated the endplates, and then the surgeon used a bmp sponge. After trialing the cage, the doctor felt that he could place a 15-mm cage, and this was placed within the cage. They also used local autograft obtained from the laminectomy, and stripped the soft tissue and morselized. This was also placed into the interbody space. The cage was advanced appropriately, deep to the posterior margins of vertebral bodies, and fluoroscopy demonstrating good position. The surgeon then used screws on the left side, again with a clickx system. The surgeon decorticated along the transverse processes and sacral ala, and then a combination of the bmp sponges with local autograft were placed along the inter-transverse region, for the fusion mass as well. No patient complications were noted. On (B)(6) 2006 the patient presented with pre-operative diagnosis of pseudoarthrosis l4-5, l5-s1. The patient underwent the following procedures: 1. Anterior lumbar interbody fusion l4-5, l5-s1. 2. Extraction of interbody fusion device l4-5. Indication for operation: the patient had previously undergone a transfemoral lumbar interbody fusion at l4-5 and a posterior decomp ression fusion at l5-s1. She had persisting pain. Workup showed that it appeared that the fusion had not taken. It is her desire to proceed with an anterior fusion. The advantage of doing this sooner rather than later was that the posterior screws still appear to be intact and solid, does not requiring a posterior revision but only an anterior base revision with less morbidity than a combined anteroposterior type procedure. Per op notes, a medium bmp kit was used and bmp was placed inside of the allograft bone and then additional cancellous bone was used to fill the center of the ring. This was then seated into place under fluoroscopy. Additional bmp and allograft bone was placed lateral to the precision femoral ring allograft. Next, attention was addressed to the l5-s1 level where in a similar fashion an anterior lumbar interbody fusion was performed in a fairly standard fashion. Of note was that its disk height was initially only 8 mm high and required some work in order to elevate it up and then some additional bony resection eventually sized to a 12mm tall precision allograft femoral ring. This was selected, again filled with bmp and cancellous bone and seated into place along with additional bmp placed along the side. After the patient was in the recovery room for approximately 2.5 hours. While the surgeon was in the next surgical case, the recovery room called indicating that preoperative hemoglobin was 14 and it dropped down to approximately 9 and then was rechecked at it dropped to 8. The resident doctor evaluated the patient. Her abdomen did not appear tensed. Her blood pressure was little bit low but stable and she was making urine and mentating. The surgeon felt that the prudent course was to re-explore her. Therefore, he brought her back to the operating room, opened up her abdomen, re-explored her, did not find any significant bleeder and then reclosed her. She was then brought back to the recovery room again still in stable condition and was mentating well. On examination approximately an hour after the completion of the procedure, she was alert and responsive and moving both lower extremities, which were warm and pulsatile.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.